Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient arrived, it was difficult to wake up the patient and there was a leak on the ventilation machine. The cannula was changed immediately, then blood gas was performed without difficulty with the patient after testing the cuff. After one hour, the cuff deflated and needed to be re-inflated very regularly. The patient came back for a cannula change and the patient was transferred to ICU. The patient's current status was asked but unknown.